Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the image was not displayed due to connector failure. It was noted that error b30 is a scope communication error, which occurs when communication with the endoscope is not possible. (Clv-s190 instruction manual chapter 9 troubleshooting 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that the camera head connector was damaged and leaking. The investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd autoclavable camera head had b30 scope communication error with no image. The procedure was a therapeutic laparoscopy and it was completed with a similar device. There were no reports of patient harm associated with the event.